Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 14-jul-2015: essure health care provider uterine/tubal perforation questionnaire was received. Information received from physician states that a non-pregnant (B)(6) female patient who has as previous gynecological interventions 2 c-sections, as previous gynecological problems or procedures possible pelvic infection, has no other relevant medical history or concurrent condition and has as previous pregnancies gravida 2, para 2 and no abortion or ectopic pregnancy; had essure (lot number c22921, model number ess305) inserted on 13-apr-2015. Patient was not postpartum at the time of insertion and the day of her last menstrual period was (B)(6) 2015. According to health care professional, no cervical dilatation, sounding or general anesthesia was applied during procedure. Conscious sedation was performed. The visualization of tubal ostium on both sides was easy but the insertion was not easy. The right side would not pass (had resistance). There was no fluid loss more than 1500cc and the procedure did not take more than 20 minutes. As back-up contraception after essure insertion and before total occlusion confirmation patient used oral contraceptives. No hysterosalpingogram was performed yet (insertion has been done less than 3 months ago). According to reporter, computed tomography scan was performed and confirmed complete unilateral perforation. Patient did not present any symptoms and no organ or intra-abdominal structure was perforated. Perforation occurred during essure insertion and health care professional is unsure whether it occurred before deployment or with coil after deployment. Essure removal was medically necessary and the device was found intact in the cul-de-sac and was removed. Essure removal method: laparoscopy. No hysterectomy or salpingectomy was necessary and there were no pathology results. Patient has recovered from essure removal and her other symptoms had resolved after surgery. Patient is stable and physician described the outcome as good. Health care professional is unsure whether essure has caused or contributed for patient's condition. Updated product technical complaint investigation result received on 14-jul-2015. Additionally, a correction was performed: after a company internal review, lot number was amended to c22911. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: c22911; production date: 08-feb-2014; expiration date: 28-feb-2017. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this medically confirmed, solicited case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, had essure (fallopian tube occlusion insert) inserted and during placement procedure, a coil perforated through her right fallopian tube. This event is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the essure coil perforated her right fallopian tube during insertion. The patient was sent to hospital immediately for an abdominal CT, which confirmed the perforation. Then, a laparoscopy was performed and essure was completely removed. The patient has recovered from removal procedure. Considering the event occurred associated to placement procedure, causality with essure cannot be excluded. Since an intervention was performed to remove the device, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a solicited case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who was involved in a (B)(4). On (B)(6) 2015 essure (fallopian tube occlusion insert) was inserted for contraception. During the procedure, a coil perforated through her right fallopian tube. She was sent to the hospital immediately for an abdominal CT, which confirmed the perforation. On the same day, patient had a laparoscopy and the coil was completely removed. Follow up from (B)(4) 2015: ptc (product technical complaint). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, solicited case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, had essure (fallopian tube occlusion insert) inserted and during placement procedure, a coil perforated through her right fallopian tube. This event is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, the essure coil perforated her right fallopian tube during insertion. The patient was sent to hospital immediately for an abdominal CT, which confirmed the perforation. Then, a laparoscopy was performed and essure was completely removed. Considering the event occurred associated to placement procedure, causality with essure cannot be excluded. Since an intervention was performed to remove the device, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested